Event description:
Pump was reported to overinfuse during a chemotherapy treatment. The pump was programmed to infuse at a rate of 42ml/hr for 24 hours and the entire amount infused in 18.5 hours. No additional details are known. There was no adverse outcome to the pt.